Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was also received with cracked lcd window, scratched case, peeling keypad overlay, cracked case corner of the belt clip rails near the battery compartment and missing end cap. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer¿s insulin pump has a crack and has not been dropped. The customer¿s blood glucose was unknown. Nothing further to report. The insulin pump was returned for analysis.